Manufacturer narrative:
Assessment by merz: the event vascular occlusion (serious) occurred in a compatible temporal and local relationship. No precise information was given on the event onset date and localization of the event compartment syndrome (serious), so that a local and temporal relationship of the event can only be assumed. Vascular occlusion (serious) is expected whereas compartment syndrome (serious) is unexpected based on the currently valid EU instructions for use (IFU) leaflet of radiesse. The reported swelling and pain are considered as symptoms of vascular occlusion. The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends to take extra care when injecting soft tissue fillers and to e.g. Inject radiesse slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The IFU recommends to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. In this case, no necrosis was reported. Compartment syndrome is a condition where increased pressure within a muscle compartment restricts blood flow, oxygen, and nutrients to tissues. It occurs when swelling or bleeding increases pressure inside a closed muscle space (compartment), surrounded by tough fascia that doesn't stretch. This can be caused by many factors such as trauma, burns and surgery complications. Possible confounding factor includes the patient's medical history of a possible carpal tunnel syndrome. In this case, the information is quite sparse and no further information on event details, corrective measure or underlying conditions of the patient was reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. According to the physician, vascular occlusion was possibly caused by compartment syndrome, however, this is only an assumption, and a medical diagnosis of the compartment syndrome (serious) is pending. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. The case is considered as serious with the serious events vascular occlusion and compartment syndrome because potential treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 11-jul-2025: the event compartment syndrome was deleted. Off label use of device and product preparation issue were added, and are only coded for formal reasons. An injection into the neck is no approved indication for radiesse in the EU. A dilution with nacl for the injection into the hands is no approved indication for radiesse in the EU. The reported redness, numbness, feeling of pressure, loss of strength and sensory disturbances are considered as symptoms of vascular occlusion (serious). In the opinion of the reporter, vascular occlusion (serious) possibly occurred due to external compression. Based on the information provided, the patient received comprehensive treatment with an unknown outcome. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse into the upper back of both hands, in may 2025 (reported as in the end of may 2025). Batch number was reported as unknown. The patients medical history included a possible carpal tunnel syndrome. In may 2025, reported as immediately after the radiesse injection, the patient experienced an arterial occlusion above the wrist. She experienced severe swelling and pain in both hands. It was significantly worse on the left than on the right hand. The side effects in the right hand disappeared after less than two weeks, in accordance with the specific warnings (as reported). In 2025, after the pain in the left hand persisted, an angiography was performed. An arterial occlusion was diagnosed above the wrist. The arterial occlusion possibly happened due to compartment syndrome. The outcome of the event was reported as not resolved. Follow-up information was received on 11-jul-2025: the event compartment syndrome was deleted. The patient's initials, date of birth and age were provided. She was 48 years old at the time of the event. She was injected with radiesse into the neck area (off label use of device), on (B)(6) 2025, with no complications. She was injected with a total of 1.5 ml radiesse into the extensor side of both hands for treatment of the visible wrinkles and sagging skin on the back of both hands to stimulate collagen production (extensor surface) on both sides, on (B)(6) 2025. She was injected with 0.75 ml of radiesse in the backs of both hands. Dilution was done with 3 ml of sodium chloride (nacl) (product preparation issue, off label use of device). A 25 gauge 50 mm blunt cannula was used. Fan shaped, retrograde and superficial technique was used after prior aspiration. Skin was disinfected. Local anesthesia included 0.1 ml of xilonest 2% infiltrated with a bolus in the mid-wrist area on the extensor side. The injected area was massaged. The treatment was completed without complications. She was not previously injected into the hand. Allergies and concomitant medication were reported as none. In 2025, approximately 2 weeks after the second radiesse injection, the patient experienced an arterial occlusion of the right ulnar artery in the right hand. The patient experienced sharp pain, redness, moderate swelling of the right-hand dorsum (the palmar side was unremarkable), numbness in the palm and fingers (2 out of 5) of the right hand, a feeling of pressure, loss of strength and sensory disturbances. Subsequently, redness and swelling occurred in the hand and fingers. These symptoms differed from those in the left hand, which was injected at the same time. Initially, she was treated with diclofenac ointment and lymphomyosot tablets, but without significant improvement. Subsequently, she was given an oral corticosteroid therapy with prednisolone (40 mg, orally, for 3 days and then 20 mg, orally, for another 3 days). On (B)(6) 2025, magnetic resonance imaging (MRI) of the right hand was performed. An MRI scan examination revealed a lack of perfusion of the ulnar artery. The findings of the right hand: unremarkable bone imaging in all parts of the hand included in the scan. Muscular tissue and tendons were unremarkable. After intravenous contrast medium administration, a good contrast enhancement at the level of the wrist radial artery was noted, but lacking contrast enhancement of the ulnar artery at the level of the wrist and proximal to it was noted in contrast to the left side. A slight reduction of the peripheral vessels compared to the left side was noted. The findings of the left hand had a normal bone representation. Unremarkable muscular and ligamentous structures were noted. Unremarkable main vessels on the ulnar and radial sides were noted. Regular capillary supply to the hand was noted. Soft tissue of both hands was unremarkable. There were no signs of bone marrow edema, and the muscular and ligamentous structures on both sides were unremarkable. Consultation with an angiologist was recommended. In 2025, a duplex ultrasound was performed. The duplex sonography of the right forearm arteries showed that the brachial and radial arteries were visualized throughout the forearm with biphasic to triphasic flow. The ulnar artery was occluded a few centimeters after its origin. The occlusion extended to the wrist. Duplex imaging showed perfusion of the palmar arch and the interdigital artery from the radial artery. There was no perfusion restriction to the hand and finger vessels. Finger perfusion was not impaired. On (B)(6) 2025, the patient presented at the angiology consultation. The diagnosis was confirmed as an occlusion of the right ulnar artery. Exclusion of hypoperfusion of the right acral artery was reported. An examination was performed. The patient had an age-appropriate general and nutritional status. She had edema on the back of the right hand which was greater than on the left. Radial pulse was palpable on the right hand, but ulnar pulse was not palpable. Aspirin was recommended as an initial corrective treatment. If perfusion disturbances occurred in the hand and fingers during the cold season, a follow-up appointment was going to request to initiate prostavasin therapy. The outcome of the event remained unchanged. In the opinion of the reporter, the event was not related to the injection technique as the injections were performed without problems. Vascular occlusion possibly occurred due to external compression. Ultimately, it was not possible to definitely determine whether a congenital anatomical variation was present. The swelling was dorsal and of moderate intensity and clinically incompatible with a compartment syndrome.